Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was not received for evaluation; therefore, a device analysis could not be completed, however, it was reported that the machine was repaired by a local technician, however the details were not reported. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment with an ak 96 machine, an alarm of negative transmembrane pressure was repeatedly triggered. The machine showed that the total ultrafiltration was normal and no twist was observed on the lines. The treatment was terminated after 3.5 hours, and it is understood that post treatment weight recording indicated that the patient had gained 5.5 l of fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.